Event description:
During a procedure to repair a zenkers diverticulum, the endocutter/stapler cut, but did not fire any staples. Only a midline cut was made even though both levers were fired. The stapler was just received from the company and is supposed to arrive loaded with staples. Stapler reloaded and the hole treated with stapler and sutures and a feeding tube passed. Pt required hospitalization. The stapler was reloaded twice and then fired appropriately. The third reload, he stapler again misfired (t4x19m).